Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power module assembly to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not power on using ac or battery power. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device will not power on using ac or battery power. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and determined that there was no dc voltage out of the eos when tested, resulting in not powering on with ac power.